Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the noise was isolated to the exposure of the outer coil.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing noise triggering inappropriate auto mode switches. The lead was explanted and replaced. The patient was in stable condition.